Event description:
The patient's device was explanted due to infection. Further follow-up revealed that the patient's ncp system was explanted due to lead break resulting from a fall and that there was no infection present. It was reported that patient fell once and "knocked the device" but that it continued to work. At that time there was reportedly no problem with ncp system or it's efficacy. The patient fell a second time causing the device to migrate. Exploratory surgery was performed at which time the broken lead was noted. Both the lead and generator were explanted.